Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned. Visual inspection of the lead showed two areas where possible fractures occurred, approximately 33 and 36 centimeters (cm) from the terminal pin. An x-ray was performed which confirmed the two fracture sites. Analysis determined the fractures were likely due to clavicular crush.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing impedance measurements. A fracture was suspected. A revision procedure was performed where the crt-d and lv lead were explanted and replaced. No additional adverse patient effects were reported.